Event description:
The device is being retained by the facility/customer and will not be returned for testing and investigation; however, a lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Co was not able to establish a root cause based on the available information.

Event description:
Perclose device failed to properly deploy. This device was actually the second device that failed to deploy on this patient. The identification information was not retained on the initial device. During attempted deployment of this device, the knot pulled off the suture device. The remainder of this lot was taken out of use. This kit contains perclose at 6f suture mediated closure device, perclose knot pusher and perclose suture trimmer.